Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined . However, the customer is requesting for a new main pcb (printed circuit board) that they will install themselves upon receipt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault during patient use. The customer confirmed that there was no patient harm associated with the reported event. As an intervention, the patient was moved to another ventilator.